Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported cracks and black dots from top to bottom of the insulin pump screen. Customer also reported that the insulin pump alarmed motor error and unexpected restart. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the unexpected restart alarm was recurring during normal use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or external error alarm and unexpected restart alarm noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. Motor passed motor test. Unit received with bleeding lcd glass. No cracked lcd window noted.